Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced software error with oops something went wrong and no communication between pump and mobile. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.6.0) installed on motorola moto g9 plus (android 11) with mmt-1885 780g pump (software version 6.7v) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the document: (B)(4). After conducting a thorough investigation, we have found that the reason for connectivity problems is the unfinished bonding procedure. We can see all 5 attempts to connect failed because the bonding failed: attempts 1, 2, and 5 failed due to a bonding timeout (30 seconds). Attempts 2 and 3 failed due to bonding failure. There could be 2 reasons for the pt to failed connection: reason 1: the phone is not compatible with the pump, reason 2: the patient failed to go through the pairing process on the phone. The issue is confirmed through log analysis. To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: before every attempt to connect the pt must remove the pump from the paired devices: open on the phone settings connected devices in ""saved devices"" find the pump click on the gear icon click ""forged"". After pt initiates the connection from the pump side the phone will request approval from the pt side. The pt must approve every request the phone shows in less than 30 seconds. Depending on the phone model there could be the following variants: the phone shows one dialog [pt must approve it] the phone shows two pairing dialogs [pt must approve both pairing dialogs] the phone shows a notification [pt must approve it] shows a pairing dialog [pt must approve it] the phone shows a notification [pt must approve it] shows a pairing dialog [pt must approve it] shows a notification [pt must approve it] shows a pairing dialog [pt must approve it]. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.